Event description:
Patient experienced post op pain with some chondral damage to the medial tibial plateau and needs to use a cane or crutches.

Manufacturer narrative:
Product recall initiated august 21, 2007. (B) (4). (B) (4).